Event description:
Additional information: it was reported that the event was due to an unknown issue with the catheter. Imaging was performed on (B)(6) 2012 and a catheter dye study was performed on (B)(6). Results of the studies were not provided. The catheter was revised and/or replaced on (B)(6). The patient outcome was reported as serious injury/illness but recovered without sequelae.

Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) scan on (B)(6) 2012 at 1:30 in the afternoon, and the patient went home which was about 45 minutes to an hour from the hospital. It was reported that there was a message on the answering machine that they needed to have the pump reset. It was also reported that the patient normally goes for a long time without having to "turn up" the pump, but the patient had to turn it up a couple of times. The last time was approximately four weeks ago, and then again at the time of the initial report. When asked if the the pump was still helping a little bit with the patient's pain, the reporter said "yes".

Event description:
Additional information: it was reported that the magnetic resonance image (MRI) was performed on (B)(6) 2011 and showed the catheter tip was at the t-10 level. The information provided indicated the date of the MRI to be different than that previously reported. It was noted in the image to not be clearly visible upon exam and there were no masses or abnormalities. The dye study that was performed indicated there was no break in the catheter. There was good backflow of cerebrospinal fluid (csf) and there was good spread functionality. It was noted that upon entry, flow was slow in the beginning but did improve with continued injections. On (B)(6) 2012, a catheter revision was performed. The whole catheter was re-approximated. The intrathecal catheter had significant blockage around the t-11/t-12 area. The new catheter was placed at the t-8 level. It was stated that the doctor had to go back in on (B)(6) 2012. The catheter was explanted and there was repair of a fascia csf leak at the connector. It was repaired and reconnected to the pump. The patient recovered well and was noted as receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835 lot#, serial# (B)(4), product type programmer, patient; product ID 8709sc, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter; product ID 8598a, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported that the patient had a change in therapy effect. The medication had to be increased 4 weeks ago and then again at the time of report. It was noted that the pump was still helping with the patient's pain. The patient had an MRI at 1:30, earlier that day, to check for granuloma at the catheter tip. At the time, the pump had not been checked following the MRI. It was reported that the patient was not having any problems following the MRI or hearing any alarms. The device system was used to deliver dilaudid (hydromorphone). Additional information has been requested, but was not available as of the date of this report.